Event description:
It was reported the device was used during a laparaoscopic hernia repair. It was reported the rep. The two instrument were used in same surgery. Both instruments jammed during surgery. Swithced to a new instrument to complete the case. There was no consequence to the pt.